Event description:
A gore hybrid vascular graft was implanted in the upper arm during an av dialysis access procedure. During implantation, the physician reported a leak at transition of the nitinol reinforced section (nrs) and the vascular graft section. An endograft was used to create a bridge between the graft and the nrs because of a perceived leak. The nrs and endograft were located at the venous end of the hybrid graft. Several weeks post implant, the hybrid graft clotted at the arterial anastomosis causing a 3-4 cm pseudoaneurysm. The hybrid graft was explanted. During explant, the physician suspected an infection of the hybrid graft. A patch was used to seal the anastomosis. The pt was reported to be fine following the surgical procedure. The user facility did not perform test on the graft to confirm the suspected hybrid graft infection.

Manufacturer narrative:
The investigation is in process pending the completion of the histological eval of the returned graft.